Event description:
Upon removing plastic bag from mask, it shreds easily then pieces stick to the inside of the mask. A piece was found in the pt's airway. Post-op airway issues with a return to operating room for direct laryngoscopy.